Event description:
Eleven (11) or 12 medtronic 670g insulin pumps developed cracks in the case on the battery compartment side of the pump from (B)(6) 2020 to (B)(6) 2024. One pump failed completely in 2021 and I was without a pump for at fours days. Even with switching back to injections, my blood sugars reached the 600's which was a threat to my health. My current 679g pump has developed a crack in just over 2 months. I am now out of warranty with medtronic as of august 2024 and am waiting for my new pump from another manufacturer to be shipped to me. I hope that this cracked pump doesn't completely fail before that new pump arrives and puts me in another life-threatening situation. None of these cracked pumps have been dropped, bumped, or mishandled. I wear my pump in my bra and would definitely feel any impact strong enough to crack the pump. I am not overweight. I have always taken care to not over tighten the battery compartment cap.